Manufacturer narrative:
Result of investigation: a vyaire service technician did not verify the reported "odor of something burning" problem. Visually inspected the unit and found no damages. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The unit passed 65.2 hours of extended testing. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
It was reported to vyaire medical that the revel ventilator, while the unit is running, an odor of something is burning. It was confirmed that there is no patient involvement with the reported event.